Manufacturer narrative:
Four emails were sent to the surgeon to obtain additional information (april23, may 2, may 14, may 29); however, no response was received. As such, a good faith effort has been made to acquire additional information. Flex fr IFU (p/n 40002-06-2) lists the following as potential adverse effects: "extrusion or migration of the bone void filler, as is possible with any bone void filler, resulting in pain, neural impingement, physical impairment, irritation or wear of an articulating joint, or loss of function; any of which may require revision surgery." As such, no updates are required for the IFU.

Event description:
Double effect: leakage of the synthetic product producing epidural compression: surgical revision. Secondly, a new leakage with associated scar disunity. Urgent medical intervention / life threatening risk; hospitalization.